Manufacturer narrative:
The device has not been returned to the service hub for evaluation and analysis; therefore, the complaint cannot be confirmed. A 12-month service did not indicate a similar event.

Event description:
The event involved a plum 360¿ infuser where it was reported that the pump died during infusion. There was patient involvement but no harm.